Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrovideoscope tested positive for escherichia coli and enterococci; with the following colony forming units (cfus) results found in the following channels of the scope: 63 cfu in the operator channel, 23 cfu in the air/water channel, 6 cfu in the auxiliary channel, and 36 cfu in the suction channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the results of third-party testing, and the device evaluation and the final investigation. Updated fields: d8, d9, g1, g3, h2, h3, h6, h11. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: feb 25, 2025. Sampling from: operator channel. Cfu: <63 cfu. Bacterial identification: escherichia coli and enterococci. Sampling date: feb 25, 2025. Sampling from: air/water channel. Cfu: <23 cfu. Bacterial identification: escherichia coli and enterococci. Sampling date: feb 25, 2025. Sampling from: auxiliary channel. Cfu: <6 cfu. Bacterial identification: escherichia coli and enterococci. Sampling date: feb 25, 2025. Sampling from: suction channel. Cfu: <36 cfu. Bacterial identification: escherichia coli and enterococci. Sampling date: mar 27, 2025. Sampling from: all channels. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: mar 27, 2025. Sampling from: distal end canal. Cfu: <2 cfu. Bacterial identification: micrococcaceae. Sampling date: mar 27, 2025. Sampling from: all channels. Cfu: <2 cfu. Bacterial identification: n/a. Sampling date: apr 15, 2025. Sampling from: operator channel. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: apr 15, 2025. Sampling from: air/water channel. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: apr 15, 2025. Sampling from: water/jet channel. Cfu: <6 cfu. Bacterial identification: ralstonia picketti. Sampling date: apr 15, 2025. Sampling from: distal end canal. Cfu: <34 cfu. Bacterial identification: pseudomonas aeruginosa; coagulase positive staphylococci; moraxella atlanta; micrococcus luteus/lylae. Sampling date: apr 15, 2025. Sampling from: distal end canal. Cfu: <34 cfu. Bacterial identification: pseudomonas aeruginosa . Sampling date: apr 15, 2025. Sampling from: all channels. Cfu: < 40 cfu. Bacterial identification: n/a. Sampling date: aug 7, 2025. Sampling from: operator channel. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: aug 7, 2025. Sampling from: operator suction channel. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: aug 7, 2025. Sampling from: air/water channel. Cfu: 1 cfu. Bacterial identification: micrococcaceae. Sampling date: aug 7, 2025. Sampling from: air/water channel. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: aug 7, 2025. Sampling from: distal end. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: aug 7, 2025. Sampling from: all channels. Cfu: <1 cfu. Bacterial identification: n/a. The device was evaluated where device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.